Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device¿s service history indicated that the system was manufactured in 2024 and that no other similar events had been communicated to livanova. Based on the gathered information, the most likely root cause of the reported issue has been attributed to a defective pump component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: livanova field service engineer dispatched onsite replaced the affected pump. After performing all the functional tests with positive results, unit was released for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received report of a 3t heater/cooler which showed an error message on patient pump (e16, "patient circuit 1 pump does not start (measured by power consumption: power consumption is too low)."). Reportedly, the pump was running very slow. The incident occurred during priming. There was no patent involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: if any additional information pertinent to the reported event is received, it will be provided in a supplemental report. If any additional information is received, a follow up report will be submitted.